Event description:
It was reported that the device could not be interrogated. The device was noted to be at total eol (end of life). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed normal battery depletion.